Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. When the customer attempted to power the device on, the lid opened but no voice prompts were heard, indicating that the unit did not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was an electrically shorted capacitor, designator c76, on the digital pcb assembly. Physio observed that capacitor c76 was burnt and shorted, which led the device to draw 29.3 ma of excessive off current and deplete the internal hybrid layer capacitor (hlc) batteries which prevented the device from powering on. The customer was provided with a replacement device.